Event description:
Per the clinic, the patient experienced an extrusion of the electrode through the eardrum into the ear canal. There was also an infection (treatment unknown).

Manufacturer narrative:
This report is submitted on august 6, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to alleged electrode erosion. Reimplantation is planned but had not taken place at the time of this report, month day, year.